Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ smartsite¿ gravity set tubing separated from the chamber and leaked out fluid. The following information was provided by the initial reporter: "tubing came off from priming chamber and is a clean break. Fluid dripped everywhere."

Manufacturer narrative:
Pr (B)(4) follow up MDR submission for device evaluation. One photo and one sample was received for quality investigation. The customer complaint of separation other component - leak was verified by evaluation of the sample. The sample was further evaluated, and the drip chamber outlet indicates to have a lack of bonding solvent on the surface. A device history record review for model 47233e lot number 23029283 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 17feb2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Investigation of the issue was conducted at the manufacturing facility to determine the root cause of the failure. The findings of the investigation identified an incorrect application of the bonding solvent by the assembler to be the possible root cause. A quality alert was generated to reinforce the correct application of the solvent. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement. H3 other text : see h10 narrative.

Event description:
No additional information. Mat no.: (B)(4) lot no.: 23029283 it was reported by customer tubing came off from priming chamber and is a clean break. Fluid dripped everywhere. Verbatim: tubing came off from priming chamber and is a clean break. Fluid dripped everywhere.

Manufacturer narrative:
Pr (B)(4). Follow up 1 was inadvertently submitted with h2 left blank. This is a correction that the 1st follow up was done for device evaluation.

Event description:
No additional information. Mat no.: 47233e. Lot no.: 23029283. It was reported by customer tubing came off from priming chamber and is a clean break. Fluid dripped everywhere. Verbatim: tubing came off from priming chamber and is a clean break. Fluid dripped everywhere.